Manufacturer narrative:
The pump was received with no button response due to an unlocked connector on the lcd board. Moisture damage was noted on the keypad traces. Unable to perform functional testing, including prime, displacement, rewind, basic occlusion, occlusion or excessive no delivery alarm tests due to the keypad anomaly. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners.

Event description:
The customer called and reported being hospitalized with diabetic ketoacidosis and high blood glucose over 500 mg/dl. The customer stayed in the hospital for four days before being released and had been wearing the insulin pump at the time of hospitalization. At time of this report, the customer declined to troubleshoot for the high blood glucose and stated a button on the insulin pump was working intermittently since the beginning of the year. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.